Event description:
The proximal sensors of the ablation catheter were not working. The ablation catheter was removed and replaced with no harm to the patient manufacturer response for ablation catheter, 8fr thermocool smarttouch catheter st sf, thermocouple, df curve, bi-directional (per site reporter).